Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold. An x-ray was performed and result showed that this was retracted. Furthermore, the patient presented with heart failure. Additional information was obtained indicating that this lead got dislodged as a result of twiddler's syndrome. The attempt of putting a new lead was unsuccessful; hence this lead was reconnected back to the device. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold. Additional information was obtained indicating that this lead was dislodged due to twiddler's but was reconnected with the device. This lv lead remains in service. No additional adverse patient effects were reported.